Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant low calcium obtained on their vista instrument. The customer also informed ccc that quality controls (qc) were within range prior to running this sample. Siemens headquarter support center (hsc) is investigating this event. The cause of the discordant, falsely low calcium result is unknown.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.